Event description:
A customer reported poor aspiration. The timing of the event and level of pt involvement is not known. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is on progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).